Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Localized infection and non-integral.

Manufacturer narrative:
Correcting date received by manufacturer from february 17, 2026, to february 10, 2026. This is a follow up report for this corrected information.